Event description:
It was reported that the wake button is difficult to press and requires pressing the wake button multiple times to function. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a correction bolus. The customer reverted to manual injections for insulin therapy.